Event description:
It was reported that "on (B)(6) 2025, patient (B)(6), a 51-year-old female, presented to the clinic for scheduled device placement. Subsequently, on (B)(6) 2025, the patient developed deep vein thrombosis, which was assessed as severe in intensity. The patient was hospitalized for further management."

Manufacturer narrative:
(B)(4). Section d.1.-brand name corrected to arrow agba PICC g4 stylet: 1l 4.5fr x 55cm bp. Section d.4.-catalog# corrected to dlx-45552-vpsb. Section d.4.-lot# corrected to 33f25a0320. Section d.4.-UDI# corrected to (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, patient (B)(6), a 51-year-old female, presented to the clinic for scheduled device placement. Subsequently, on (B)(6), 2025, the patient developed deep vein thrombosis, which was assessed as severe in intensity. The patient was hospitalized for further management."